Event description:
In 2004, the hosp reported that the top module of the back-up dual drive console was having difficulty retaining pressure. The staff were checking their back-up equipment as their coordinators were going to be out and they wanted to make sure everything was operational as no other back-up equipment is available for use. Since, this driver is the back-up equipment for a bi-vad pt both modules will be needed in the event the primary equipment were to malfunction the pt would have to be supported in the emergency mode on the bottom module of this driver. This mode is intender for temporary resolution of an event with either module until an appropriate back-up is placed. In the event both modules fail the pt would have to be hand-pumped until a replacement could be located. Nurses have been instructed to use the back up in emergency mode if it becomes necessary. Svc call has been placed, and will be executed by the next day. Pt is in ICU, and stable.